Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices due to patient failing to charge as recommended. The ipg was later confirmed inoperable. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.